Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to moisture damage on the electronic assembly. The pump had moisture damage on the motor and battery tube assembly. The pump had cracked case at the display window corner and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was 5.8mmol/l. The customer stated that pump had crack on the reservoir compartment. The pump was not bumped or dropped and the drive support cap was not damaged. Troubleshooting was not able to resolve the issue. The device was returned for analysis.